Manufacturer narrative:
(B)(4). Additional information: the analysis results found that an el5ml device was returned partially cycled with a clip within the jaws; upon visual inspection, the handles were noted to be slightly open. In an attempt to replicate the reported incident, the instrument was tested for functionality; the cycle was completed and one conforming clip was formed. In the next actuations, the remaining clips were fed and formed as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended however, the orange indicator wheel did not show up. No conclusion could be reached as to what may have caused the reported incident and the condition of the handles and the orange indicator wheel.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clip was malformed. Another device was used to complete the case. There were no adverse consequences to the patient.